Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer stated that the pump could not pass the 1 suppression. The customer's blood glucose level was 188 mg/dl. Reportedly, the customer would continue with manual injections for insulin therapy.